Manufacturer narrative:
As neither lot number nor samples were provided for this incident, no tests could be performed. The actual injury is not at the location where the dispersive electrode had been placed (thigh) but at the lower back of the patient. It is possible that the injury has been caused by an alternate pathway of the return current through the operating room table or is no burn but a pressure necrosis. The information provided is inconclusive so far. Despite of repeated requests from us, the initial reporter was not able to supply us with more information on the involved product, the patient, the procedure, specifics of the injury and on the treatment of the injury afterwards. We will file a follow up report and relay any conclusion and investigation result in it. Device not received.

Event description:
On june 30th, 2016, we have been informed about an incident involving a skintact wr21 dispersive monitoring electrode at (B)(6). The initial description of the incident stated: "burn on the patient's lower back. The dispersive plate was placed on the right thigh". No information about the patient, the nature and duration of the procedure, how the skin was prepared and if and how the injury was treated have been disclosed to us despite of requests.

Manufacturer narrative:
The retained samples of the same lot have been inspected visually, tested electrically and thermally. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. No faults could be detected. The involved device was not made available for an investigation so far. Pictures of the injury had been provided and showed the injury on the back of the patient. As the injury was on the back of the patient and not underneath the dispersive electrode, we assume that the injury was caused by a direct electrical contact between the patient and the or table and not by the dispersive electrode. Device not received.

Event description:
On (B)(6) 2016 a 2 hour (09:35 - 11:31) abdominal hysterectomy surgery was performed at (B)(6). A monitoring dispersive electrode (model wr21) and a rem equipped vallelab force triad generator were used. The patient was described as caucasian and normal. The patient was lying in the lithotomic position. The dispersive electrode was placed on the right thigh. It was reported that the electrode was adhering well to the patient skin. The patient skin was not cleaned, not shaven, not disinfected and no ointment had been used. The application site had been dried. The generator output was described as "monopolare v 25 cut / 30/35 coag 3". The generator output was not raised during surgery. After the procedure, a skin injury looking like redness/hematoma on the patient's lower back was discovered. The user explained the injury as "redness, necrosis and blisters". The injury had been treated with "cream and gauze".